Event description:
Event description guidant received information that the patient with this pacemaker, experienced syncope for nearly one hour. Evaluation of the device noted all daily measurements were present; however, the ventriuclar channel was not programmed to a 2:1 safety margin.